Event description:
Procedure: low anterior resection. According to the reporter: there was unusual bleeding around the staple line - less than 250 cc. Patient required to be brought back to surgery to stop the bleeding that was occurring around the staple line. Patient current status reported as recovered.

Manufacturer narrative:
(B)(4).